Event description:
It was reported that the device's paddle burnt.

Manufacturer narrative:
Patient involvement information obtained - there was no patient involvement.

Manufacturer narrative:
The customer requested that an authorized philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty paddle. Based on the conclusion of the investigation, it was determined that this was a malfunction of the paddles. The paddles were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.